Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the button multiple times for the pump to respond. During troubleshooting it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer received a button alarm while not interacting with the pump. Reportedly, the customer was disconnected from the pump at the time the alarm occurred. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.